Event description:
The finetuner echo was returned to service and repair for repair. No injury has been reported. Reportedly, the malfunction was detected by the user.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The finetuner echo was returned to service and repair for repair. No injury has been reported. Reportedly, the malfunction was detected by the user.

Manufacturer narrative:
Conclusion: according to the information received, a finetuner echo was sent to service repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. In addition mechanical damage on other components and signs of use where found. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.